Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation. It is unknown if patient or procedural factors may have contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The information for use of this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported in an article found in the literature: "recovery" vena cava filter: experience in 96 patients, that the arm of the filter had acutely bent in 4 of the patients and the filter arms were seen protruding into the duodenum. The patients were aymptomatic.